Event description:
It was reported that patient presented in the hospital for a change out due to normal eri. During the procedure, physician had difficulty unscrewing the lead from the header.

Manufacturer narrative:
The reported field event of a set-screw anomaly was confirmed in the laboratory. The cause of the anomaly was silicone, septum material found inside of the v is-1 tip set screw hex cavity. The silicone, septum material prevented full insertion of the torque driver into the hex cavity. It was also noted that the v is-1 tip septum was found to be damaged.